Event description:
A report was received that the patient underwent an explant due to pain over the battery site. The physician offered to reposition the ipg since there was no swelling or redness at ipg site. However the patient declined and decided to get explanted. There was no malfunction suspected. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial#:(B)(4) model description:linear st lead with preloaded enhanced stylet -50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg's output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Visual inspection of the leads revealed that the leads were cut. The damage to the leads is a result of a typical explant procedure and is not considered a failure.

Event description:
A report was received that the patient underwent an explant due to pain over the battery site. The physician offered to reposition the ipg since there was no swelling or redness at ipg site. However the patient declined and decided to get explanted. There was no malfunction suspected. The patient was reportedly doing well following the procedure.